Event description:
It was reported that the surgeon was using a eyeonics crystalens in a mtc-60cfp cartridge and during loading the lens tore. No pt contact. They reported it was due to the cartridge.

Manufacturer narrative:
Evaluation results: a lot number search was performed for similar complaints within the search, and there was one similar complaint found.